Manufacturer narrative:
The insulin pump was received with no button response due to bolus, act, escape, and up arrow button were flat button dome; unable to perform any test due to keypad unresponsive. The connector was inspected and was found locked on the lcd board. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the buttons were sticking and difficult to press. Customer's blood glucose was 548 mg/dl. Customer does not know what caused anomaly. Customer declined troubleshooting for high blood glucose stating that the reason for high blood glucose was the malfunctioning insulin pump. Insulin pump would be replaced.